Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, some cosmetic damages were found with the pump label. The pump powered up to a dim and discolored verify screen with auditory and vibratory features. No tactile issues were found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display screen was dim and discolored. This report is made based on the results of investigation completed on (B)(6) 2015.